Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient's doctor claimed there "were discrepancies in some of the readings" for the patient's implantable cardioverter defibrillator (ICD). Follow up was conducted to no avail. The device is still in use. No patient complications have been reported as a result of this event.